Event description:
Reportable based on analysis completed on 14apr2025. It has been reported that a faradrive steerable sheath was selected for use for atrial fibrillation (a fib) ablation procedure. The user mentioned that the tip of the sheath/dilator was kinked upon opening the package and could not be used. The device was replaced, and the procedure was completed successfully. No patient complications reported. However, analysis of the returned device revealed the tip of the dilator was damaged.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the dilator which returned without the sheath, was visually inspected and noted to have its tip damaged. The damage was examined under the microscope and the damage was confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.